Event description:
Customer reported unconfirmed false positive results with the ID now covid-19 assay beginning in (B)(6) 2021 on a direct tested nasal kitted swab. Customer stated that some of the patients with positive results had testing in a different location with negative results (platform, sample types and dates unknown). No information was provided regarding patient health and outcome.

Manufacturer narrative:
Event date is an approximation as it was reported that this began "on (B)(6) 2021". The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The customer confirmed the pcr test was inaccurate and the binaxnow tests were confirmed to generate accurate results. The customer confirmed there is no allegation of a false positive result and, therefore, this event is not reportable. Hence, no further action will be taken regarding this MDR.